Manufacturer narrative:
Investigation results: the visual inspection on the returned device confirmed that the cold jaw coating was torn and cut all around the jaw. The reported complaint of the hemopro's jaw defective out of the box is confirmed. A review of the finished device lot history record did not reveal any non conformance reports which could have contributed to this complaint. (B) (4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, even before the harvester pushed the tissue welder through the cannula, staff noticed the silicone cover of the jaws was cracked and chipped. Nothing broke off and the device was never used on the pt. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.